Event description:
A consumer initiated use of effergrip denture adhesive (carboxymethylcellulose sodium, maleic anhydride, methyl vinyl ether), "enough to hold their dentures", daily in jul-2004. Beginning in 2004, (exact date unspecified), pt had a rash on their legs and buttocks, swelling of their feet, and the fingers on their left hand turned blue. Pt was admitted to the hospital for 1 week, where unspecified blood tests were performed (all normal) and an arteriogram was normal ("no clogged arteries"). Pt was discharged in jan-2005. Pt received treatment with predisone for 3 weeks to treat the events. The consumer reported that their smoking history was affecting their capillaries. Pt continues to use the product. As of 4 days later, the rash is resolving and the swelling and discoloration "comes and goes".